Event description:
It was reported that pump displayed malfunction alarm with code malf 0, with no notable events occurred before the issue. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed caller to report any future malfunction codes, which caller acknowledged and understood.